Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and only the e315 unsupported scope error code was confirmed. (The no image issue could not be confirmed) based on the results of the investigation, it is suspected that the malfunction(s) was caused by water seeping into the scope connector, causing water droplets to adhere to the circuit board and cause a short circuit. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a scope communication error, e315, and displayed no image. The issue was found during installation. There were no reports of patient involvement.